Event description:
Discordant, falsely low vancomycin results were obtained on one patient sample on a dimension vista 1500 instrument. The initial discordant result was reported to the physician(s), who questioned it. The sample was repeated twice on the same instrument, resulting higher than the initial result. The sample was then repeated in triplicate on the same instrument and on an alternate instrument, and all results matched. The average of the triplicate results obtained on the alternate instrument was reported as the corrected result to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). A siemens headquarter support center (hsc) specialist evaluated the instrument data and did not find an instrument malfunction. The cause of the discordant, falsely low vancomycin results is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.